Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-oct-20. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via company representative regarding a patient receiving gablofen (2000 mcg/ml at 700 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2017 the patient reported hearing a two-toned pump alarm and he was having a return of spasticity which had come on gradually. He was getting in the shower and started to ¿pony out¿ which he clarified to mean he was ¿bouncing all over¿ which clarified to mean he was having a return of spasticity. The pump alarm and return off spasticity began on (B)(6) 2017. The patient stated that he could have missed his pump refill, but he thought it was scheduled for next tuesday. He had called his doctor and left an emergency message with them. Additional information was received from a healthcare professional via a company representative who reported that the patient had called the pump managing office to report that he was hearing a critical alarm. He initially thought that it was his granddaughter¿s toy. The patient was admitted through the ER (emergency room) the evening of (B)(6) 2017. T he pump was interrogated and the logs showed a motor stall. The pump was being replaced on (B)(6) 2017. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if the issue was resolved at the time of the report. It was noted to be ¿na¿ with regards to any environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.